Manufacturer narrative:
As reported, the patient had implant of an optease inferior vena cava (ivc) filter. Per the medical records, indication for filter placement was dvt and pe prophylaxis prior to surgery and suspension of previous anticoagulant therapy coverage. The filter was implanted in an infrarenal location without procedural complications. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to blood clot in filter, perforation into right common iliac vein; filter migration and embedment with multiple failed removal attempts. Per the patient profile form (ppf), the patient had two filters implanted. One unspecified filter was implanted on (B)(6)2017 and the second filter (cordis optease) was implanted on (B)(6)2017 . Records associated with the first filter were not available. The implant record for the optease filter does not mention the presence of a previous filter. The patient reports the filter (presumed to be the optease) had migrated, embedded in the wall of the ivc and filter struts had perforated into the organs. A month after the optease filter was implanted, the patient underwent failed percutaneous retrieval of the filter. The patient underwent a second failed percutaneous retrieval the next day. The patient further reported having experienced mental anguish, anxiety, fear and ptsd. The unspecified product was not returned for analysis and a sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for these events are (B)(4). Additional information was received and sections b7, b5 and h6 was updated. According to the patient's medical records, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to be dvt and pe prophylaxis prior to surgery and without anticoagulant therapy coverage. The filter was implanted via the right femoral common vein and placed in an infrarenal location without procedural complications. According to the patient profile form, the patient is reported to have had two filters implanted. One unspecified filter was implanted on (B)(6)2017 and a possible second filter (confirmed to be an optease retrievable vena cava filter per the medical records reviewed) was implanted on (B)(6)2017. Records associated with the first filter were not documented. In addition, the medical records associated with the reported second (optease retrievable vena cava filter) do not mention an earlier filter implantation. The patient became aware that the filter (presumed to be the optease retrievable vena cava filter) had migrated, embedded in the wall of the ivc and filter struts had perforated into the organs. A month after the second filter was implanted, the patient underwent failed percutaneous retrieval of the filter. The patient underwent a second failed percutaneous retrieval the next day. The patient further reported having experienced mental anguish, anxiety, fear and ptsd associated with the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter had migrated and was associated with blood clots in the filter, perforation into the right common iliac vein. The filter is further reported to have become embedded and the patient had undergone multiple unsuccessful retrieval attempts. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration, perforation, retrieval difficulty and filter embedment events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the optease filter. The filter subsequently malfunctioned and caused injury and damage to patient, including, but not limited to: blood clot in filter, perforation into right common iliac vein; filter migration and embedment with multiple failure removals. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, & other damages.